Event description:
A report was rec'd stating that a pt's leads were going to be explanted, due to a possible infection. The pt was treated with antibiotics. The physician intended to leave the ipg implanted. However, during the procedure, the physician suspected an infection in the pocket site and explanted the sys. The initial culture was negative. The dr is waiting for the culture to grow. The pt was treated with levaquin antibiotics.